Event description:
It was reported that at implant the physician wanted to use a passive fixation lead but the lead yielded higher capture thresholds and it dislodged from the atrial appendage. The physician felt like there may have been some scarring in the atrium due to past radio frequency ablation that was preventing optimum placement of the passive fixation lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.